Event description:
The customer reported approximately one milliliter of clear fluid dripped from the aspiration probe and onto the countertop involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat, and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) replaced pinch valve (lv8) and resolved the fluid leak issue. The fse proactively replaced the filters and cleaned the probe wash block. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, pinch valve (lv8) is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).